Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed a related error 32056 pointing to the distal set-up joint (suj) on the universal surgical manipulator 4. The fse replaced the suj to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. This unit was returned for failure analysis and the reported problem was confirmed and replicated. In artemis error 32056 was confirmed indicating failure to initialize i2c device. Upon visual inspection no issues were found which would be related to the reported event. The unit was installed onto a golden system where error 32056 occurred on startup prompting to disable the arm, replicating the reported problem. Tested the distal on a pftp where it failed eeprom check and error 32056 occurred in the error logs. Aba tested axes controller tornado (act) printed circuit assembly (pca) assembly and it passed all tests. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue is attributed to the act pca in the suj. Section h: annex codes b, c, d.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a training/demo of the da vinci system, the customer encountered faults on the universal surgical manipulator 4 (usm4) when the system powered on. The technical service engineer (tse) confirmed errors on the usm in the system logs pointing to the axes controller tornado node 194. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed a related error 32056 pointing to the distal set-up joint (suj) on the universal surgical manipulator 4. The fse replaced the suj to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The failure analysis of the returned set-up joint is currently in progress. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).